Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini¿ stone retrieval basket was used in the ureter for a ureteral lithotomy under rigid ureteroscopic procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the wire of the basket was detached. The procedure was completed with another gemini¿ basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.